Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula, or to determine their root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 391 mg/dl after approximately 1-4 hours of pod wear on the arm. The patient further noted that the pink slide did not advance and the cannula was not inserted into the skin during wear, suggesting a possible needle mechanism failure. Upon removal of the pod, blood and insulin leakage were noted and the cannula was observed to be bent. There was no medical intervention reported in relation to this event.